Event description:
It was reported to philips that the system gave an error regarding power control board pdu dual switch module, that impacted the whole system boot up. There was no information regarding the device use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.